Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was received with the helix fully bent. Distortion and fractured of the distal conductor within the is-1 connector was observed. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular pacing lead exhibited high impedance and high thresholds. It was observed that there was a helix malfunction. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.